Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal was already partially deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the side of the loading device. The delivery tube was inside the loading device when it was returned. The tension spring assembly and the seal are also inside the loading device. The blue slide lock was disengaged and the plunger fully pressed, indicating premature deployment. The delivery device was pulled out from the loading device. The tension spring assembly and the seal remained inside the loading device. The tension spring assembly and the seal were then pulled out from the loading device for inspection. Microscopic inspection showed the seal intact, with no cracks nor delamination. The following measurements of the delivery tube were taken: inner delivery tube diameter was measured at 0.197 in., the outer diameter was measured at 0.217 in. The length of the delivery tube was measured at 2.46 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based upon the received condition of the device, and the results of the evaluation, the reported failure "premature deployment" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal was already partially deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.